Manufacturer narrative:
The device passed testing, the touchscreen was able to be calibrated and the touchscreen responded as expected. Although the device passed testing, a review of the device history indicated a touchscreen error. The probable cause of the customer's reported event was due to corrosion on the touchscreen due to fluid ingress. The device has identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.